Manufacturer narrative:
Follow-up #1: date of submission 4/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: unexplained power on resets observed in the black box on (B)(6) 2017 20:04; deliveries resumed at 20:16. Unexplained por on (B)(6) 2017 09:06; deliveries resumed at 09:26..unexplained por on (B)(6) 2017 14:12. When pump was powered back on the time/date was set incorrectly to (B)(6) 2017 14:27 and deliveries resumed. Power on reset recorded after low battery warning on (B)(6) 2017 16:00; deliveries resumed at (B)(6) 2017 16:14. Battery compartment is cracked on the side from threads to cover. No moisture/corrosion observed in the battery compartment. Returned battery cap has stripped threads. The cap was unable to maintain electrical connection, reported ¿power¿ complaint is duplicated.. New test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24hr duration test; no power on resets were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 400-500mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was mentioned that the battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to a power issue.